Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -11.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Excessive vault and dilated pupil was observed. The reporter stated that in his opinion the excessive vault was the cause of this event. Surgeon plans to monitor the patient for now, may consider explantation. If additional information is received a supplemental medwatch report will be submitted.